Event description:
It was reported that the patient stopped using intermittent catheters briefly because of an infection and a surgery unrelated to urological issues. They did not specify if catheters or any other urological issues were related to infection. It was unknown what medical intervention was provided. Per additional information received via phone on 05dec2024, stated that the customer did not experience infection from the catheters. The customer had an unrelated obstruction which caused the infection and need for surgery. The customer was still using the catheters.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stopped using intermittent catheters briefly because of an infection and a surgery unrelated to urological issues. They did not specify if catheters or any other urological issues were related to infection. It was unknown what medical intervention was provided.